Manufacturer narrative:
The device was returned to the MFR for evaluation. Investigation results were consistent with the distal end of the spring tip being restrained while the guide wire was turned.

Event description:
The guide wire spring tip fractured in the rca while placing a guide wire. The spring tip remains in the pt with no reported injury.